Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024. Their bg has displayed as 'low' to 55 mg/dl on the continuous glucose monitor (cgm). The cause of low bg issues was unknown. The customer consumed carbohydrates to address all bg issues. Recommendation was made to consult with a healthcare provider to discuss diabetes management.